Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the representative had been contacted by a hcp about a pump with a motor stall and recovery within roughly an hour and the pump had been recently implanted. The representative did not know if there was any magnetic exposure but the patient did not have an MRI. No patient symptoms were reported. No other information was provided. No further complications were reported.